Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. No patient involvement reported. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported failure. No parts were replaced. The unit passed extended self testing.